Event description:
It was reported that the tip of the crosslink driver broke while the surgeon was tightening the screw. Although the instrument was used in surgery, no pt complications were reported.

Manufacturer narrative:
The driver was returned for eval. Visual and microscopic examination shows a fairly brittle fracture exhibiting typical river marks emanating from the initiation site at the root of the spring finger in the bend zone. A dark spot was noted at the initiation site. A review of the device history records did not identify any applicable nonconformance to specification.